Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. See manufacturer report number 2032227-2015-45652. (B)(4).

Event description:
The customer reported via phone call that the reservoir had 100 insulin units and the insulin pump started rewinding spontaneously and reservoir was then empty. Blood glucose value was 225 mg/dl. He went to drop off his spouse and disconnected the insulin pump, got home and later in the morning he passed put. Blood glucose was 20 mg/dl. Son called 911 and the paramedics arrived and treated him with sugar IV. The customer did not use the insulin pump from 7 30am to 12 pm. Customer stated he could not move his arms and legs and may need a cat scan. Customer stated that insulin leaked from the reservoir to the motor and the insulin ump alarmed motor error. Customer is unable to rewind. The insulin pump will be replaced and returned for analysis.